Event description:
The recipient reportedly experienced a staph infection at the implant site. The recipient was hospitalized for 5 days. The recipient ceased device use. Revision surgery is under consideration.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection reportedly resolved. The recipient resumed device use. Additional treatment details will not be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction: section d.1 during hospitalization in (B)(6) 2020, the recipient was reportedly given IV antibiotics and oral antibiotics for the staph infection. The infection had resolved, however, the recipient's post-auricular infections recurred. In (B)(6) 2020, a post-auricular abscess was drained. In (B)(6) 2020, in recipient's device was explanted. On (B)(6) 2021, the recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was reportedly discarded and will not return to advanced bionics for analysis. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was reportedly explanted on (B)(6) 2020. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. A review of the device history record was completed and no anomalies were noted. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.